Event description:
The expiratory limb of a ventilator circuit containing a heated wire malfunctioned while in use during mechanical ventilation on a patient. Nursing staff that were present at the bedside during the event report hearing audible cracking and popping noises, associated with a flash of light, followed by flames. The expiratory limb of the ventilator circuit caught fire approximately 10 inches downstream of the circuit wire toward the ventilator. The patient was immediately disconnected from the ventilator circuit, and protected from the flames, thus preventing harm to the patient. The fire was successfully extinguished; the patient was manually ventilated, and transferred to another room. He was placed on a completely different ventilator and circuit without further incident. No patient harm occurred and there was no injury to either patient or staff. Prior to transfer to the intensive care unit, where the incident occurred, the patient was ventilated in the post anesthesia care unit following surgery. The ventilator circuit reported here was configured for active humidity due to a measured increased minute ventilation of greater than 10 lpm while in the post anesthesia care unit. The ventilator circuit had passed a leak test at 21:45, and the circuit demonstrated no signs of malfunctioning prior to the event, successfully passing the built in self-test during power on of the heater when ventilation was initiated at 22:55. Airway temperature was set to 36c without a gradient. The malfunction occurred approximately 7-8 minutes after initiation of ventilation and power on of the heater. Patient assessment revealed no soot in the airway, no evidence of thermal injury, no adverse changes in ventilator parameters, or relevant changes in blood gas values.